Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 147 mg/dl. The customer stated that a couple of days ago, the first alarm occurred, then it was reset and worked fine. However, he stated that on the day of the call, he had received the alarm 4 times and was now unable to rewind and prime. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.